Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a non-boston scientific drug eluting stent was placed in the mid right coronary artery (rca). In august 2023, 50% in-stent restenosis (isr) was noted in the mildly tortuous and mildly calcified mid rca. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured when pressurized at 4 atmospheres. The procedure was completed with another of the same device and there was no patient injury.